Event description:
It was reported that the patient presented with low hvli and and possible high voltage lead issue. A review of a fluoroscopic image of the rv lead indicated an area of externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.